Event description:
During setup of the device for a cardiopulmonary bypass procedure, the user reported that the cable was frayed, and the monitor would not work. Another device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.